Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: post-implant phosphodiesterase-5 inhibitors in patients with left ventricular assist device: a systematic review and meta-analysis. Journal of clinical medicine. 2022. 11, 5988. Doi: 10.3390/jcm11205988, d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis review on the effect of post-implant phosphodiesterase-5 inhibitors on hemocompatibility-related events, such as pump thrombosis, stroke, gastrointestinal bleeds (gibs), and mortality in patients with continuous-flow left ventricular assist devices (vads). Fifteen journal articles with various studies were used in extracting the data. The authors described patient deaths; however, the specific causes of death were unknown. There were patients who experienced pump thrombosis, ischemic stroke, and gib. Pump thrombosis was defined as presence of hemolysis, abnormal pump parameters, or one or more of the following: stroke or transient ischemic attack, arterial non-central nervous system thromboembolism, de novo need for inotrope therapy, treatment with intravenous anti-coagulants, intravenous thrombolytics, or intravenous antiplatelet therapy, pump replacement, pump explantation with or without exchange, pump deactivation without pump removal, operation to repair or replace any internal component of the circulatory support system, or within the blood-contacting surfaces of device inflow cannula or outflow grafts. Ischemic stroke was diagnosed with neuroimaging evidence of central nervous system infarction in the corresponding vascular territory. Gib was defined as bleeding from the upper gastrointestinal tract, bleeding from the lower gastrointestinal tract, or bleeding of unknown origin but with guaiac-positive stools. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.